Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was obstructed. The distal end/electrodes of the lead were extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analysis noted that visual inspection found the lead distal end was damaged/ tip seal was missing. The guidewire insertion test was performed by back loading it through the distal end, it was obstructed at the distance 85cm. Then insert the guidewire through the is-4 pin, and again failed at the same distance. Destructive analysis was performed and the tip seal was found inside of the distal conductor. According to the reported, it is likely that during implant procedure, the tip seal was damaged/torn and pulled back inside the lead, and that prevented the guidewire insertion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the guidewire was unable to get through the lead. It was further reported that multiple attempts were made. The lead was removed and replaced. No patient complications have been reported as a result of this event.